Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, filter legs was entangled and unable to fully deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows that the pusher catheter inside the packaging, the second photo shows that the labeling packaging of the device, which was verified with the track wise details. Single frame fluoroscopic image was provided and reviewed. The image depicts the device in the vena cava post deployment. The arms of the device have opened but the legs have not. The legs appear to be tethered distally. Therefore, the investigation is confirmed for the reported activation failure including expansion failures as the legs appear to be tethered distally. A definitive root cause for the reported activation failure including expansion failures issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.